Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffers pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages. As well as suffering loss of care, comfort, consortium, guidance, support, wrongful death damages, survivorship damages, and/or other losses and damages. No additional info was provided.